Event description:
The customer reported fluid leaked at the connection of the mp1000-c to the IV catheter. Per product quality form: "a nurse reported that while infusing medication into patient's IV, the patient complained of leaking medication. Nurse checked IV and found it leaking between hub of IV and microclave connector. Nurse tightened connection and patient complained of same issue. Nurse states that hub does not protrude enough out of arm to allow for comfortable connection for pt. Suggested adding an extension set to the hub of IV cath. Nurse tightened connection." There was no report of patient harm. Medical intervention was not required. Although requested, no further patient or event details were provided.

Manufacturer narrative:
(B)(4). The customer stated that the product would not be returned because the event product was discarded. The root cause of the customer's report that the mp1000-c leaked at the connection to the IV catheter could not be identified.